Event description:
Patient complaining of burning and stinging. Implanted in 2005 and has had "problems all along". Not sure if she has one or more patches "it was a big hernia." Her doctor is telling her she needs to have patch(es) removed.